Event description:
It was reported that the user experienced hyperglycemia after an infusion set and supply change while using a teflon infusion set, with the highest blood glucose reported at 400 mg/dl and elevated values lasting about 3 to 4 hours; the user referenced the guide, changed supplies again, and glucose levels decreased thereafter. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included user troubleshooting and education, as well as multiple attempts to collect additional information. Investigation of this case revealed no confirmed device malfunction and suggested a possible infusion issue such as a kinked tube or bent cannula, though the cause remained unclear and no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was uncertain due to insufficient evidence linking the event to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.